Event description:
The customer reported to olympus the forceps mouthpiece and t-tube could not be connected while using the visera cysto-nephro videoscope. The issue was found during preparation for use. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that forceps channel port had a dent. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a chip; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; light guide connector was dirty; video cable had a dent; universal cord had coating peeling; universal cord had a wrinkle; switch #3 was worn; connecting tube had a dent; and scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to physical stress. The event can be detected/prevented by following the instructions for use which state: "do not damage the endoscope¿s distal end, insertion tube, bending section, video connector, and light-guide connector when you transport and reprocess the endoscope." Olympus will continue to monitor field performance for this device.